Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was unable to duplicate "auto cycling while on test lung". All testing performed using a good known test patient circuit as well as a good known ac adapter. Model lap top ventilator 1150 passed a 23 hour extended test using the customer's settings. The ventilator also passed model lap top ventilator (ltv) final test which includes many ventilation and alarm functions. No failure was detected.

Event description:
The customer reported model lap top ventilator 1150 started to auto cycle, which consistently delivers breaths, while connected to a test lung. Upon further investigation, the customer reported model lap top ventilator 1150 was auto cycling while connected to a patient. No allegation of patient injury or harm was reported.